Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00 11.0 diopter, was explanted because the lens was dislocated. Another zlb00 lens with a 9.5 diopter was used as a replacement lens. No other information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/15/2016. Device returned to manufacturer: yes. The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related tests are the dimensional inspection performed at lens generation and the cosmetic inspection performed at final inspection. The results showed all dimensions were within specification and the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.